Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for low blood glucose. Blood glucose reading was around 30 mg/dl. The customer reported being admitted for outpatient surgery, and then experiencing low blood glucose. It was also reported the customer was incoherent from their low. The customer's current blood glucose was unknown. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery, self test, unexpected restart error and displacement test. Pump passed the dat test at 0.08720 inches. The device received with cracked case at the reservoir tube lip and battery tube threads. The device received with minor scratched display window and case.